Event description:
It was reported that the procedure was performed in the mid left anterior descending (mlad) artery. The dragonfly opstar imaging catheter was successfully used in the pre-run. The copilot guide wire kit was also used in the procedure. However, an error message of "catheter failed. Please remove from patient" displayed during pullback. Upon removal, the dragonfly opstar got stuck on the copilot and both devices had to be removed altogether. Another guide wire kit was used to continue and complete the procedure without using another imaging catheter. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that a hi-torque (ht) balance middleweight (bmw) universal ii guide wire was received. The account confirmed that the ht bmw universal ii guide wire was also advanced together with the copilot and dragonfly opstar imaging catheter removed together as a single unit as there was resistance with the guide wire but was successfully used in the procedure. There were no issues with the copilot. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to remove could not be tested as it was based on operational context. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that a dragonfly opstar imaging catheter met resistance with the guide wire during removal. Dimensional analysis was performed on the wire, the outer diameter measured to be within specification. Additionally, the analysis noted damage to the wire, such as, stretched coils and bends. This type of damage can occur when the wire is manipulated against an accessory device or the anatomy. In this case, it is likely that the wire interacted with the imaging catheter, resulting in wire and catheter damage, contributing the reported resistance during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional devices referenced in b5 are filed under separate report numbers. D4: the UDI number is not known as the part and lot number were not provided.